Manufacturer narrative:
Correction: h4: manufacturing date: the manufacturing site reported that the manufacturing date for the device is february 1, 2018. H3 other text : placeholder.

Manufacturer narrative:
Initial reporter phone number (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing date requested but not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a capsule tear was found during the phacoemulsification treatment after the catalys procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.